Event description:
It was reported by the customer "on the morning of march 20, when the medical staff infused the patient, there was no abnormality in the PICC catheterization, and at about 10:30, the patient pressed the pager to inform the PICC that there was fluid oozing at the PICC catheterization. Replace the PICC catheter extension tube attachment for the patient." No other information was provided. Additional information: immediately check the patient's right limb PICC catheter extension tube junction for fluid oozing and stop the infusion, and report to the head nurse, indwelling superficial vein indwelling needle to continue the infusion. The head nurse immediately checked the patient's PICC catheter placement status and maintained it, found that the PICC tubing was ruptured about 0.5cm away from the interface, informed the patient of the cause of fluid leakage and precautions, and replaced the PICC catheter extension tube accessories for the patient

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by the customer "on the morning of march 20, when the medical staff infused the patient, there was no abnormality in the PICC catheterization, and at about 10:30, the patient pressed the pager to inform the PICC that there was fluid oozing at the PICC catheterization. Replace the PICC catheter extension tube attachment for the patient." No other information was provided.